Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attachment device does not function. The event was not reported to have occurred during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported although the reporter stated that the event occurred during the month of (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to immersion during cleaning which is failure to follow the directions for use and would be misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.